Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that was suspected of premature battery depletion (pbd) as the device declared end of life (eol) earlier than previously expected. Upon further investigation it was determined that the device exceeded the minimum expected longevity. No significant changes in measurements were noted between the patient's most recent follow-ups however it was observed that the device mode was changed from ddd to vvi with a decreased right ventricular (rv) lead output as a result of the eol battery status. A revision procedure was scheduled to explant and replace the device. No adverse patient effects were reported.